Event description:
The reporter stated that the cc4204bf plate collamer lens was scratched during the loading process. The surgeon inserted the lens into the eye and then decided to replace with another lens. The incision was enlarged to remove the lens and required a suture to close the wound.